Event description:
It was reported that the patient presented remotely via a merlin.net transmission. Review of the transmission identified inappropriate at/af detections on the right atrial (ra) lead due to noise oversensing, potentially associated with a lead integrity issue. The clinic plans to bring the patient in for an in-office evaluation to further assess ra lead function. No intervention was reported, and the patient experienced no adverse consequences.

Manufacturer narrative:
Correction- section h6: removed "break" as it has been confirmed by the health care professional that it is unknown if the lead had damage as reported in the initial report (2017865-2026-03522).

Event description:
New information received notes that there were automatic mode switch (ams) episodes due to noise oversensing on the right atrial (ra) lead. On (B)(6) 2025, the patient was brought into the clinic and isometric tests were performed. The noise was not reproducible during this follow up. Programming changes were made to resolve this event.